Event description:
Severe ear damage leg and hip pain. Dose or amount: 0.75 oz -21g. Frequency: 1 tube every 4 day. Route: dental. Dates of use: 1994 - 2009. Diagnosis or reason for use: to fit dentures securely.